Event description:
Clinic notes dated (B)(6) 2013 were received which indicate that the vns provided benefit initially after implant, but the patient has recently been experiencing serious complications with recurrent seizures and significant neck pain in the region of the stimulator wire. Because of this, it was reguested that the patient have an urgent evaluation of the vns device. Diagnostics were not provided; however, it was stated that the device might be nearing end of service. A battery life calculation estimates a minimum of 0.89 years until end of service. Good faith attempts were made for additional information; however, they were unsuccessful. No additional information was received.

Manufacturer narrative:
Device failure occurred but did not cause or contribute to a death or serious injury corrected data: previously submitted MDR indicated that the suspect medical device was the generator; however, this is actually the lead. Operator of device, corrected data: previously submitted MDR indicated that the medical professional was the user; however, this should be the patient. (B)(6). This report is being submitted to correct the aforementioned fields.

Event description:
On (B)(6) 2013, it was reported that this patient was undergoing generator revision. The generator could not be interrogated at the time of surgery, so it was replaced. After attaching a new generator the existing lead, high impedance was observed. A lead revision was initiated. When the neck incision site was opened, the surgeon found a great deal of scar tissue and a severed lead wire. The vns system was fully removed (without re-implant) at the time due to insufficient vagus nerve available. Attempts for product return have been unsuccessful.

Event description:
The generator and lead were returned for analysis on (B)(4) 2014. Analysis of the generator was completed on (B)(4) 2014. The module performed according to functional specifications. There was no condition noted during the product analysis evaluation that would suggest any anomaly with the device. Analysis of the lead is underway, but has not been completed to date.

Event description:
Lead analysis was approved on (B)(4) 2014. Analysis showed that the reported lead fracture allegation was confirmed. Note that the green electrode including a portion of the white electrode inner silicone tubing and quadfilar coil were not returned for analysis; therefore, a complete evaluation could not be performed on the entire lead product. During the visual analysis the (-) connector pin quadfilar coil appeared to be discolored and dissolved, in some areas. Scanning electron microscopy (sem) was performed and identified areas as being thin, having extensive pitting which prevented identification of the coil fracture type and evidence of electro-etching on the coil surface. It is believed that stimulation was present for a certain period of time as evidenced by the presence of metal pitting. Low magnification sem analysis of the quadfilar coil shows characteristics typical of a lead discontinuity which may include: material fracture, rough or pitted surface, thinned material thickness, electro-etching or material dissolution. During visual analysis, an abraded opening was observed on the (-) connector pin inner silicone tubing. Abraded openings were observed on the outer silicone tubing. With the exception of the observed discontinuities, the condition of the returned lead portions is consistent with conditions that typically exist following an explant procedure. No other obvious anomalies were noted.

Manufacturer narrative:
Device failure occurred but did not cause or contribute to a death.

Manufacturer narrative:
Adverse event or product problem, corrected data: the initial MDR only listed serious injury; however, product problem should have been selected as well. Type of reportable event, corrected data: malfunction should have been selected on the initial MDR.